Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and perigee and monarc were implanted; and on (B)(6) 2009, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, partial uterine prolapse, cystocele. It was reported that patient underwent mesh removal and soft prolene was implanted on (B)(6) 2010 due to mesh erosion, due to urinary incontinence, mesh erosion, multiple surgeries for complications of anterior vaginal mesh, recurrent rectocele, and sui. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.